Event description:
It was reported during a clinical follow-up that an episode of inappropriate automatic mode switch (ams) due to right atrial (ra) lead noise was noted. No intervention was reported. Patient status was unknown.